Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic for follow up and was experiencing muscle stimulation. The pulse generator exhibited backup vvi operation. The device was near elective replacement indicator and was explanted and replaced on (B)(6) 2013.